Event description:
A report was received that during the trial period the patient had made standing up from a sitting position more difficult due to additional pain. The physician provided pain medication.